Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of isoproterenol and the delivery was started. No specific programming parameters were provided. The customer contact reported the tubing set was able to be primed prior to placing it in the pump; however, "didn't deliver in the pump." The device was removed from clinical service. Therapy was resumed using a replacement device and the same tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. During testing at the user facility using the tubing set, the pump did not deliver. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The pump is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.